Event description:
It was reported by an independent repair center that an (B)(4) concentrator was sent in for repair due to the pc board lights not showing. The key failure was a screw for the pc board fell out and needed to be replaced.